Manufacturer narrative:
This complaint report meets the reporting criteria of an FDA MDR report based on the reporting precedence established for 'stent shortening' for this product family, regardless of patient outcome. (B)(4). The device involved in this complaint is: 1 x ziv5-18-80-8-40 (lot number cf785701). A document based investigation was carried out as the device is not available for evaluation. Images were requested but were not available. A review of the manufacturing records for zilver 518 vascular self-expanding stent system and zilver stent with gold rivets (lot numbers specified above) revealed no discrepancies that could have contributed to this complaint. Prior to distribution all zilver 518 vascular self-expanding stent systems are subject to visual inspection and functional checks to ensure device integrity. As per the instructions for use, the zilver vascular stent is a self-expanding stent made of nitinol. It is a flexible, slotted tube that is designed to provide support while maintaining flexibility in the vessel upon deployment. Post deployment, the stent is designed to impart an outward radial force upon the inner lumen of the vessel, establishing patency in the stented region. Since there are no images available for review, there is no evidence to suggest that stent shortening did not occur; therefore, the complaint is confirmed based on customer testimony. As per the information provided no adverse effects to the patient were reported as occurring. Complaints of this nature will continue to be monitored for any potential trends.

Event description:
The device was used for pta against the stenosis in the left eia. The right cfa was punctured and a guiding sheath (destination 6fr. / terumo) was advanced into the lesion by contralateral approach. After the lesion was passed through and pre dilated, the physician deployed the complaint 4cm zilver stent; however, the proximal part of it shortened approximately 2cm. Another ziv5-18-80-8-40 in another lot # was therefore placed additionally followed by post dilation and the procedure was completed. No adverse effects to the patient were reported as occurring.